Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and exhibited high pacing thresholds and loss of capture. A lead revision procedure was performed where the lv lead was surgically abandoned, and a new lv epicardial lead was placed. No additional adverse effects to the patient were reported.

Manufacturer narrative:
At this time, no further information is available and our investigation is complete. This report will be updated if more information becomes available.